Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's primary knee was revised due to infection. During the revision procedure, all of the sigma primary components were removed. The patient's knee was then thoroughly irrigated and debrided. A replacement sigma ps femur and a replacement sigma ps all poly tibia were then implanted. The patient's patella was left unsurfaced. The cement manufacturer was unknown. Doi: 2010; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. After physical review of the piece, it was not identified any device issue or malfunction that could be attributed to the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.